Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the company's acceptance criteria. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a knife was found to be blunt. A replacement knife was used to complete the procedure. No pt harm was reported.